Event description:
Pieces of the tampon were coming off and being left in the vagina [foreign body in reproductive tract]. Pieces of the tampon were coming off [device breakage]. Case narrative: consumer reported via phone that the tampon pieces were coming off and left inside the vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.